Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) investigated the customer reported issue. According to the fse, the customer indicated that installing the drapes on the system more loosely helped. The fse advised the customer to power cycle the system in between cases to allow the system to cool down. No component replacement or service was required. A review of the site's system logs for the reported procedure date was conducted which identified a system code indicating that a fan had turned on.

Event description:
It was reported that during of a vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulators (usms), in particular usm 2, and the trocars were getting hot. The procedure was completed robotically. Upon follow-up, the staff member stated that the heat went down the trocar and red burns were around the patient's incisions. It is unknown what medical intervention, if any, was rendered. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information. However, no further details have been received as of the date of this report.